Event description:
It was reported that the patient was seen in clinic with loss of itb effect, no withdrawal. X-rays revealed a fracture of the catheter. The patient was taken back to the operating room and a new spinal portion of intrathecal catheter and connector were implanted. The catheter was spliced back together using a connector, there was good flow; nothing was explanted. The pump was delivering lioresal.

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(4) 2011 explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).